Event description:
It was intended to use a 2.75 x 30 mm endeavor resolute rx drug eluting stent to treat a calcified lesion in the lad with 80 % stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated, but the device could not cross the lesion. The physician made no other attempt to treat the lesion. No patient complications are reported. When the device was returned to the manufacturing facility and through analysis the stent of the device was noted to be damaged. (Analysis (B)(4) 2014) evaluation summary: the hypotube was undamaged. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 8th, 9th, 10th, 11th, 12th, 13th and 14th proximal segments are misaligned with raised struts, the 3rd, 4th and 5th distal segments were also misaligned with raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Evaluation codes, results: patient's condition affected effectiveness of device (calcified lesion, 80 % stenosis) inherent risk of procedure (stent deformation) deformation issue (stent) evaluation codes, conclusions device failure/lack of effectiveness related to patient condition (calcified lesion, 80 % stenosis) inherent risk of procedure (stent deformation). (B)(4).